Manufacturer narrative:
The lead was returned for analysis. Device analysis revealed multiple broken conductor wires 16 cm from the distal end. The outer insulation was wrinkled 15.5 - 16.5cm from the distal end. The outer insulation was cut 3.2 cm from the proximal end.

Event description:
It was reported the stimulation was not effective any more. At follow up, the physician found high impedences (>4000 ohms). The lead was explanted and substituted.